Event description:
It was reported that the customer was hospitalized for high blood glucose of 683 mg/dl. It was stated that the customer experienced some vomiting, weakness, and dehydration prior to her admission. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.